Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product is damaged with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter: before use, the customer found that 1ea of the abg bent needle cannula.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a bent luer with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a bent luer with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that product is damaged with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter: before use, the customer found that 1ea of the abg bent needle cannula.